Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that x-rays showed the leads had migrated up and to the left. The rep reported that the patient¿s pain levels returned. The rep stated they tried programming around the leads movement with no luck. They reported the patient was getting majority rib and abdominal stimulation. The rep stated that surgical intervention was planned for (B)(6) 2017. No further complications were reported. Follow-up was conducted.